Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor presented with ¿no speaker on it¿, unable to hear sound¿. The device was not in use on a patient.